Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The sensor readings on the cgm saturday evening indicated that her blood sugars were elevated (ranging from 236 mg/dl to 157 mg/dl) and throughout the afternoon and evening she had administered insulin using her sliding scale to bring values under 200 mg/dl on the cgm. On (B)(6) 2020, at 1:00am, she woke up with the cgm alarming below 52 mg/dl. She ate honey and glucose tablets, and fell asleep. Throughout the night/early morning, the cgm alarmed low intermittently, she ate several sugar sources (honey, glucose tablets, jelly beans and bread), and had difficulty raising her blood sugar according to the cgm, no bg fs was obtained at that time. She stated that she passed out between alarms. She was scared about the low values, began to have angina and called emergency medical services (ems). She then did a bg finger stick (fs) (119 mg/dl) and compared it to the cgm (75 mg/dl) and determined that the cgm was inaccurate. Her angina subsided, and she cancelled the ems call. She no longer felt ready to pass out but was fatigued. She removed the cgm and used bg fs to test levels, and her blood sugars stabilized. Later she realized that during the previous day she had used 52 units of insulin which was twice her usual amount of 19-20 units. Since taking certain beta blocker cardiac medications she had become hypoglycemia unaware and also had limited absorption due to previous gastric bypass surgery. She also had taken a total of 1000 mg of acetaminophen in 2 divided doses during the time she experienced the inaccurate cgm values. After the event she saw her endocrinologist the following day to check status, and her condition was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.